Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode and the cl electrode on a cobas 6000 c501 module. The sample initially resulted in the following values: na = 155 mmol/l cl = 118 mmol/l a physician questioned the results, so the sample was repeated, resulting in the following values: na = 138 mmol/l cl = 104 mmol/l.

Manufacturer narrative:
The na and cl electrode lot numbers and expiration dates were requested, but not provided. The sample probe was washed and analyzer wash maintenance was performed. The investigation is ongoing.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.